Event description:
Boston scientific was notified that during unpacking of the excelsior sl-10 2-tip catheter, the inside packaging didn't seem to be sealed on one side. The product fell out on the ground.